Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak and improper component placement.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm with a right common iliac artery aneurysm using a gore® excluder® aaa endoprosthesis. It was reported that after all devices were deployed successfully, the final angiography revealed a proximal type I endoleak and the coverage of the left renal artery by the trunk ipsilateral leg endoprosthesis. A stent (genesis) was implanted in the left renal artery and the blood flow was secured. The physician decided to monitor the proximal type I endoleak and completed the procedure. The patient tolerated the procedure. The physician suggested that it was possible the magnification percentage might have been different between when the deployment and when the marking.